Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment that the external pulse generator (epg) output connector assembly and hanger assembly was broken. It was also noted that the battery drawer, battery shorting bar and batteries were contaminated. The upper case was broken. The keypad was scratched. The liquid crystal display flex was damaged but functional. The display frame boss was stripped. Two output connector nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port on the external pulse generator (epg) was broken and was unable to retain leads. It was further reported that the pole clamp latch of the epg was also broken. The epg was returned for repair. It was further reported that the external pulse generator (epg) which was returned subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.